Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during the procedure, an labsystem pro clearsign ii amplifier was selected for use. It was found that the sap of the device was flashing yellow and data could not be exported. There was no error message displayed. Equipment needs replacement. This issue led to the procedure being cancelled/rescheduled. No patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during the procedure, an labsystem pro clearsign ii amplifier was selected for use. It was found that the sap of the device was flashing yellow and data could not be exported. There was no error message displayed. Equipment needs replacement. This issue led to the procedure being cancelled/rescheduled. No patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.